Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported, the patient was experiencing an aching muscle like pain in her lower back. X-rays showed the leads appeared not to have migrated. Patient had an elevated total white blood cell (wbc) count. Initially the physician suspected an infection at the ipg site and surgical intervention was planned. However, it was later determined the patient's leads had shifted causing the painful sensation. Surgical intervention was undertaken, the patient's leads were repositioned and no sign of infection was observed at the lead sites. Antibiotics were given intra and postoperative. Additionally, although the total wbc count was elevated, the neutrophil count was normal and patient's lymphocytes were elevated. The patient will be following up with her primary care physician to address the elevated lymphocyte count. Since the leads were repositioned the patient's muscle pain has decreased.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.